Manufacturer narrative:
Follow-up is being performed for return of the device. Information not currently available: serial number, implant date, explant date. Follow-up is being performed to obtain this missing information. Device labeling addresses: rupture/deflation: gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinical silent, a radiological assessment may be required to aid diagnosis.

Event description:
Medical staff reported "a sizer that burst when it was being removed from a patient."